Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had pump error alarm. The customer's blood glucose was 4.5mmol/ l at the time of the incident. It was reported that they got a problem with her daughter's insulin pump. They woke up and the insulin pump was completely dead. They changed the battery and there were no alarms. It was reported that they did not hear the pump alarm. They changed the battery thursday of last week. The customer was assisted with reviewing the alarm history. Found low, low battery, calibrate, replace battery alerts. They ran the self-test and it alarmed pump error. The insulin pump was able to complete pump rewind. Advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.